Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in a micro-centrifuge vial with residue/debris on product. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s.. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -5.0 diopter, into the patient's left eye (os) on (B)(6) 2020. Reportedly, the lens was exchanged on (B)(6) 2021 with a same size, different model lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.